Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction stemmed from damage to both slides in auxiliary full height drawer 4. A field service engineer addressed the issue by replacing the retractor band and the damaged slides. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer 4 experienced failures. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.